Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from 04/28/2015 to 01/06/2021 and note that this device has been returned for service one time which correlates to the customer reported issue or service repairs.

Event description:
It was reported that there were error codes 353.7200 & 356.6710. There was no patient involvement.

Event description:
It was reported that there were error codes 353.7200 & 356.6710. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from 28apr2015 to 06jan2021 and note that this device has been returned for service one time which correlates to the customer reported issue or service repairs.

Event description:
It was reported that there were error codes 353.7200 & 356.6710. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there were error codes 353.7200 & 356.6710. There was no patient involvement.